Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, the patient experienced residual myopia. The lens was explanted and replaced with another lens in a secondary procedure. The clinical reason for the explant was lens malfunction. Additional information was requested, but further no information was available.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).